Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit lost power during transport. There was no harm reported.

Manufacturer narrative:
A getting field service engineer was dispatched to investigate the issue. Upon investigation, the fse encountered error code 78 on the logs. Error code 78 points to a communication issue between the monitor and the base unit. In order to fix the issue, the fse replaced the coiled cable (0012-00-1801) to ensure a secure connection between the monitor and the base unit. The fse then performed system checkout. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave iabp shut down while on a patient during a flight. There was no patient harm reported.